Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the prograsp forceps instrument was not responding while the surgeon was attempting to open/close the forceps. Visual inspection found a broken or loose pin and the forceps did not open/close as a result. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the prograsp forceps instrument has a broken or loose pin, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found the primary failure of dislodged grip pin to be related to the customer reported complaint. The instrument was found to have the grip pin dislodged at the distal end. As a result of the dislodged grip pin, the grips would not open or close. Common causes of the failure mode dislodged instrument grips pin are attributed to manufacturing. Additional investigation, found the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Common causes of the failure mode residue instrument clamping pulleys are typically attributed to misuse for example by improper cleaning/reprocessing techniques, such as insufficient flushing. Furthermore, signs of corrosion were found on the instrument bearings. Grip input disk bearings exhibit orange discoloration. Common causes of the failure mode corroded/contaminated instrument bearings are typically attributed to misuse. For example this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. The probable root cause of a dislodged grip pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This complaint is being reported based on the following conclusion: failure analysis confirmed the instrument's grip was dislodged. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.